Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device was not returned. Device history record (DHR) review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Event date around (B)(6) 2019. Concomitant medical products: unknown tray catalog # unknown, lot # unknowns; unknown stem, catalog # unknown, lot # unknown; unknown glenosphere, catalog # unknown, lot # unknown; unknown baseplate, catalog # unknown, lot # unknown; unknown peripheral screws, catalog # unknown, lot # unknown; unknown central screw, catalog # unknown lot, # unknown. Customer has indicated that the product will not be returned because product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001825034-2019-04414.

Event description:
It was reported that the patent underwent a right shoulder revision procedure. Subsequently, the patient went to the emergency room 2 days post-implantation as the wound allegedly opened up and was seeping blood and fluid. The patient received new bandages and was released. Patient then followed-up with the surgeon and allegedly more infectious fluid was drained from the wound. Subsequently, the patient underwent a revision procedure seven days post operative. Further, the patient had a pic-line inserted to receive antibiotics for the next six weeks.